Event description:
It was reported that two days after the catheter was inserted in the subclavian vein, while in the pt's room, the gauze dressing on the catheter was found soaked with medical solution. As a result, the catheter was removed and replace with a PICC (peripherally inserted central catheter). There was no reported delay, death or complications.

Manufacturer narrative:
(B)(4). F/u report will be filed if add'l info becomes available.